Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller reported that as of a year ago the patient feels a poking/shocking sensation at implant site. Caller found a note from primary care doctor that said starting a year ago, patient noticed "intermittent needle poking" at the ipg site and that patient felt "shocking" sensation when recharging. Caller said patient needed an MRI but wanted to know if they could get in touch with their local rep first to have device evaluated. Agent suggested patient follow up with managing healthcare provider (hcp) for device evaluation.